Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had no underlying rhythm and was experiencing pauses. It was also reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and oversensing of noise causing pacing inhibition. Noise was also noted on the right atrial (ra) lead. The leads were reprogrammed to high sensitivity setting , subsequently capped and replaced. No further patient complications have been reported as a result of this event.